Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows. D.2.b medical device type: jka. D.2.a common device name: tubes, vials, systems, serum separators, blood collection. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the needle becomes detached from the vacutainer tube upon puncture. This occurred with two devices. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes, h3: device eval by manufacturer? Yes, d9: returned to manufacturer on: 10-feb-2026. Investigation summary: bd received a sample for investigation. Functional testing conducted on the retuned device was successful. Bd was unable to duplicate the indicated failure mode. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: tube push off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set, the needle becomes detached from the vacutainer tube upon puncture. This occurred with two devices. No adverse impact was reported regarding the patient or user.